Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: before use, a hospital staff member was checking c1. He then noticed that the leak test failed no matter how many times he tried. No change was made by replacing the expiratory valve set or the breathing circuit set. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4) .

Event description:
The following was reported to hamilton medical ag: before use, a hospital staff member was checking c1. He then noticed that the leak test failed no matter how many times he tried. No change was made by replacing the expiratory valve set or the breathing circuit set. No patient involvement.